Event description:
The account alleged the side rail could not latch. No pt impact.

Manufacturer narrative:
The technician found he could no longer tighten the side rail lower pivot bolts into the side rail weldment due to the threads were stripped. The technician replaced the side rail weldment to resolve the issue.